Event description:
I feel the essure procedure has caused severe side effects that I was not warned about, including severe cramping, pain, heavy bleeding, overall terrible periods that can make me sick for up to a week, and bloating. I had the procedure in (B)(6) of 2012. I did not use birth control, such as the pill, prior to this so I don know what my periods were like before essure. If I could have it removed it would be gone.